Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient stated on friday they woke up in pain and mentioned that they were out of it on thursday. Patient mentioned jolting. Patient stated that they were taking medications for pain. Patient stated they increased their stimulation from 0.7 to 0.8 and were comfortable there. Patient was on program 2 but is now on program 3 with stimulation at 1.2, where they are comfortable. No further complications were reported at this time.